Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the patient had a fall and dislocated her recent reverse shoulder replacement. So surgeon changed over the stem and made it a lot tighter with a thicker tray and poly he chose to cement in the stem. No further information was provided.